Event description:
See initial report.

Manufacturer narrative:
H10: through a follow up information it was learnt that fault was a co2 alarm / error message even if no co2 was connected to the gas blender. The involved unit was removed from service. Based on the test performed on site and on the results of the investigation carried out for similar cases, the reported event could have been caused by: poor contacts between internal components due to oxidation/dirt accumulation; user error (target and actual values are constantly compared from the time the gas blender is powered up. An alarm indicates any discrepancy between the target and actual values. This is also the case if, for instance during the course of or preparations, the gas blender is warming up, and the set alarm limits are activated, but the gas supply has not yet been connected). The unit was not made available for return thus no further investigation is possible, considering that the device was not returned for repair, the most likely root cause is an user error. However, this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication livanova learned that the customer reported a co2 detection alarm. The device was tested by livanova representative and the issue could not be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair and tested. During the intensive tests performed, the reported alarm could not be reproduced. The unit worked within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on all the above information, the most likely root cause of the reported event is a user error (the set alarm limits are activated, but the gas supply not connected).

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error message associated to co2 channel during procedure. There was no report of patient injury.